Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Reportedly, a femoral imaging was not performed. It should be noted that the perclose proglide instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a percutaneous coronary intervention (pci) procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Device code 2017: failure to follow steps/instructions - a femoral angiogram was not taken. Per instructions for use: under warnings - perform a femoral angiogram to verify the location of the puncture site.